Event description:
It was reported that this pacemaker recorded an alert message for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurred on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the memory data shows a very low loaded battery voltage measurement, which is the reason the device has deactivated radio frequency (rf). Ts recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded an alert message for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurred on november 7th, 2025. Technical services (ts) was consulted, and upon review it was noted that the memory data shows a very low loaded battery voltage measurement, which is the reason the device has deactivated radio frequency (rf). Ts recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. The device exhibited high battery impedances, and the telemetry was disabled. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker recorded an alert message for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurred on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the memory data shows a very low loaded battery voltage measurement, which is the reason the device has deactivated radio frequency (rf). Ts recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. The device exhibited high battery impedances, and the telemetry was disabled. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains correction in section h6 impact codes. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Manufacturer narrative:
This report contains correction in section h6 device codes. This report contains correction in section h6 impact codes. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker recorded an alert message for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurred on november 7th, 2025. Technical services (ts) was consulted, and upon review it was noted that the memory data shows a very low loaded battery voltage measurement, which is the reason the device has deactivated radio frequency (rf). Ts recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. The device exhibited high battery impedances, and the telemetry was disabled. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.